Event description:
This report was received from global pharmacovigilance. This is a solicited report by a physician from (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex, nutrineal pd4 unknown bag (lot number 10j13g37) and physioneal 40 unknown bag therapies, intraperitoneally (ip) for apd (automated peritoneal dialysis). On (B)(6) 2010, the patient experienced sterile peritonitis manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. Beginning (B)(6) 2010, the patient received remedial treatment with gentamycin 40mg daily ip which continued until (B)(6) 2010 and vancomycin 1 gm "4 days" ip which continued until (B)(6) 2010. On (B)(6) 2010, the patient recovered. Pd therapy continued. The physician classified the event as mild. The physician believed the event was related to nutrineal and unrelated to extraneal and physioneal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.